Event description:
It was reported that the user experienced hyperglycemia after forgetting to announce carbohydrates for a meal and later announcing more than usual, while also needing assistance connecting a dexcom g7; the lack of cgm connection did not cause the elevated glucose. Symptoms included elevated blood glucose up to 303 mg/dl for approximately 30 minutes without hypoglycemia, ketone testing, or use of backup therapy, and without medical intervention. Outcomes included no injury, no hospitalization, and no clinical sequelae. Investigation included technical support troubleshooting and user education regarding cgm setup and meal announcement practices. Investigation of this case revealed user-related use error with delayed and higher-than-usual meal announcement as the most likely contributor to hyperglycemia, with no device malfunction identified. It was concluded that the event was related to use conditions rather than device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.